Manufacturer narrative:
No further information is available at this time, and a request for additional information has been made. This investigation will be updated should further information become available.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead was brought into the clinic for defibrillation threshold (dft) testing, as this testing was not done during the implant procedure. The patient had previous episodes of non-sustained ventricular tachycardia. During the dft test, a shock was initiated on the t-wave and ventricular fibrillation (vf) was induced. A 26j shock failed to convert the arrhythmia. Then, undersensing was seen which diverted a shock until the rhythm satisfied redetection requirements. An external shock was needed to convert the arrhythmia. An electrocardiogram strip showed the ICD delivered a 41j shock.